Manufacturer narrative:
Additional devices included on this report are as follows: item #plc271400/ lot #18460805/ UDI # (B)(4). Item #plc271400/ lot #18590534/ UDI # (B)(4). Device remains in patient. An imaging evaluation was completed on the post-implantation computed tomography angiography. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The imaging evaluation confirmed an aortic dissection at and above the proximal leading edge of the trunk-ipsilateral leg component, beginning at about 6cm proximal to the patient's celiac artery. Fenestrations at the level of the patient's superior mesenteric artery were confirmed. The patient's visceral vessels appear to originate from the true lumen. About 4cm of device overlap appears to be present between the ipsilateral leg and the contralateral leg component located in the patient's right common iliac artery (rci). A lack of apposition of the distal contralateral leg component in the patient¿s rci was noted. The length from the distal device to the right iliac bifurcation appears to be 23.7mm. A possible tear at the distal end of the device was noted. Contrast appearing outside of the implanted device in the patient¿s rci was confirmed. Maximum rci diameter appears to be 39.6mm. Aneurysmal growth could not be confirmed.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of bilateral iliac aneurysms using gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2019 follow-up imaging identified an aortic dissection at and above the proximal leading edge of the rlt261416 trunk-ipsilateral leg component. It was noted that the patient did not present with dissections prior to the procedure. Multiple fenestrations at the patient's visceral arteries were also reported. A distal type I endoleak was noted originating from the plc271400 contralateral leg component located in the patient's right common iliac artery. Aneurysm enlargement was noted, reported as expanding from 29mm prior to the procedure to 39mm at the time of follow-up imaging. On (B)(6) 2019 a reintervention was performed to treat the distal type I endoleak. A gore® excluder® iliac branch endoprosthesis was successfully implanted to exclude the aneurysm. No additional treatment was performed in regards to the dissection. There were no further reported issues. The patient tolerated the procedure.